Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report he has been getting leaks at his site. He also had high blood sugar. He is attributing the high blood sugar to the leak. The head sets have been requested for return, but cannot be returned as they have been discarded. No adverse event alleged.